Manufacturer narrative:
The impella device was received from the customer on 25-apr-2024. Problem description from ci-26678 / salesforce: ¿in cvor with patient for an impella 5.5. Aic turned on, steps utilized to prime purge cassette and impella catheter without issue. Awaiting for placement for about 15-20mins. Prior to device placement impella yellow alarm came on stating ¿controller error-switch to back up controller.¿ new aic obtained and primed without issue. Aic with issue would not turn off, it kept sensing a device connected even though the white connector plug and purge cassette were out. Csc called and walked through how to override and power off aic. Malfunctioning aic marked and tagged by staff at facility.¿

Event description:
The user facility reported a 58-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during preparation for concomitant impella 5.5 implant, a yellow error appeared on the aic (automated impella controller) directing the user to switch to a back-up console. The aic was subsequently replaced, but the original aic would not power off. It was noted that the console was still sensing a connected device despite all plugs and components being removed. The planned implant was successful with the replacement aic. However, it was later noted that the patient's family opted for comfort care due to the patient's poor prognosis. The patient subsequently passed away following the decision. It is unknown if the malfunction contributed to the patient's passing.